Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for battery failed after clearing empty reservoir. Customer performed troubleshoot for issue but insulin pump again received failed battery test. Customer¿s blood glucose was unknown at time of incident. Customer stated that insulin pump was whistling and pulsating before the alarm. Insulin pump will not be return for analysis.